Event description:
The nurse noticed a fissure with a smtihs medical tubing set located to after the cassette fixed to the pump-tubing before the filter. The nurse noticed this issue during the flush of the tubing. The parenteral nutrition was correct during the night after the change of tubing. There were no changes in the patient's clinical health observed.